Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual devices were not available; however, a photograph of the samples was provided for evaluation. The photograph was visually inspected and showed the line was cut. The hole in the line is the mark similar to that generated by a blade. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of nineteen (19) homechoice cassettes had a fissure. This was identified during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.